Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered an alert for high out of range paceing impedances. When the patient presented to clinic, all the daily monitored tests, prior to and after the alert, were approximately 400 ohms. The lead tested okay in unipolar and bipolar configuration, in the office that day. No noise or out of range measurements were noted, with isometrics. The right ventricular (rv) lead impedance was stable. The alert was reset and then it triggered again a couple weeks after the office visit. Testing for threshold and noise were not possible as the patient was in chronic atrial fibrillation. The physician decided to program the ra lead to unipolar pace/bipolar sense and monitor the patient. No adverse patient effects were reported.